Manufacturer narrative:
Concomitant product(s): addr01 ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing high blood pressure. It was noted that an electrogram showed suspected occasional undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.